Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that pain stim was removed because it didn¿t work. No exact date of explant. Pt said it was around a year ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.